Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to gently clean the speaker holes with a soft bristle brush and wipe the area with a lint-free cloth, as well as to remove and reconnect the current cartridge to resume insulin. Although the customer was initially able to resume insulin after following instructions, the alarm recurred. The customer reverted to an alternate form of insulin therapy.